Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable lead dislodged the day following implant. This lead was successfully repositioned the following day. Currently this lead remains implanted and in service. No adverse patient effects reported.